Event description:
Reportedly, one of the rollator casters came apart from the frame when a user was sitting on it. This resulted in a fall and multiple fractures to her arm. No additional information was available.

Manufacturer narrative:
The rollator was received and evaluated. The incident was confirmed. Corrective actions include changing the design of the caster to eliminate the potential for the caster to work loose.